Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to adjust pacer rate. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's reported problem was observed and attributed to pacer encoder cable. During evaluation, the pacer encoder cable was found to be misaligned with the connector of control board. Therefore, the pacer encoder cable was reseated to resolve the problem. It could not be firmly established how the cable became misaligned. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.